Event description:
This is being marked as proactive pacing due to 1 or 2 beats of under-sensed at/af was observed on presenting egm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).